Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 01/16/2020. A manufacturing record evaluation was performed for the finished device am0903 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic gastric bypass on (B)(6) 2019 and suture was used. The needle came loose during suturing the skin. The procedure was completed with a like device. There were no adverse patient consequences reported.